Event description:
According to the available information the patient reported post-op groin pain at 2 weeks. Pain continued but reduced at 6 weeks. Nothing reported about something unusual happening intraoperatively.